Event description:
The hcp reported the proximal end of the lead was stripped of insulation during a stage 2 dbs implant (extension and neurostimulator). The technique that usually causes this occurs when the lead and cap are pushed with a kelly or tonsil down to an intermediate area without making an incision during stage 1. When the surgeon comes back for the stage 2 implant and makes the incision near the cap, "fishing" for the capped lead either with their fingers or forceps, puts pressure on the single pressure point at contact 3, and stripping the insulation off the end of the lead. This has resulted in systems with bad impedances, shorts and in some cases, has resulted in a complete lead revision.